Event description:
It was reported that an ilet user experienced fluctuating blood glucose after announcing a larger-than-usual breakfast that included fried foods, resulting in hyperglycemia followed by a downward trend after automated correction. Symptoms included hunger and fatigue associated with a low of 65 mg/dl, with a reported high of 241 mg/dl and low alerts from the device. Outcomes included self-treatment with oral glucose and subsequent stabilization after education. Investigation included remote troubleshooting focused on meal announcement practices and user education. Investigation of this case revealed that the event was associated with incorrect meal size announcement relative to an unusually large, high-fat meal and the device¿s automated correction response. It was concluded, based on previously established findings for similar reports, that the cause was user-related meal announcement inconsistency with high-fat meal composition, addressed through education and adjustment of meal announcement technique.